Event description:
It was reported that the implantable cardioverter defibrillator (ICD) system exhibited respiratory rate trend (rrt) oversensing on the right atrial (ra) channel resulting in inappropriate atrial tachycardia response (atr) episodes. The decision was made to program the rrt off. This ICD remains in service and there were no adverse patient effects reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).